Event description:
Eight months after the index procedure during the follow-up period, coronary angiography revealed formation of an aneurysm at the target site of the previously implanted cypher stents. Ivus was done and revealed incomplete stent apposition. Add'l info has been requested, but is not available at the time of this report.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2006-00925 and #9616099-2006-00926.